Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition "es - auxiliary drawer 2 failed" was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to work order #(B)(4), the fse opened the back panel and replaced the l-board after troubleshooting a blinking-light issue. The fse reseated the cables, checked the solenoid and the row-board cable, and powered on the device, but the cubies were still not showing. The fse released all full-height pockets, found one defective tray, and replaced it. The device was powered on again, hta was run, and proper operation was verified. Finally, the customer tested successfully with no further issues. During dchu visual inspection: pn 356494-01: the part was received with signs of fluid ingress on connector j12 and on the rear side of the board. O pn 151903-01: the part was received with a missing retainer clip on the connector j200. Pn 120547-01: the cable was received with multiple scratches, and microscope inspection confirmed exposed internal copper. During dchu testing: pn 356494-01: no testing was required due to the fluid ingress observed on the returned part. Pn 151903-01: testing was not performed on the pcba fh cubie pmc (p/n 151903- 01) due to the missing retainer clip. Pn 120547-01: no testing was required on the assy cbl pyxibus 6 drawer due to the physical damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "es - auxiliary drawer 2 failed" is attributed to the physical fluid ingress of the part assy tray fh cubie mini (pn 356494-01) and the missing retainer clip on the pcba fh cubie pmc (pn 151903-01) which produces a short/miscommunication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to detect on bus, which located on (B)(6). As per part investigation, it was determined that there was physical fluid ingress of the part assy tray fh cubie mini and the missing retainer clip on the pcba fh cubie pmc. There were no adverse events or injuries reported based on this event.